Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. The clinic received alerts that the implantable cardioverter defibrillator had episodes of right ventricular oversensing of post-paced t-waves. Programming changes were discussed but did not occur. The patient was in stable condition.

Event description:
Additional information - it was reported that the device was reprogrammed to address the oversensing. It was then noted that on (B)(6) 2020 there was an additional event of non-sustained right ventricular oversensing due to oversensing of post-paced t-waves. The patient was asymptomatic and in stable condition, and would continue to be monitored.